Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up in backup vvi. The device was successfully reprogrammed. The patient was stable before, during and after the device interrogation. The patient will continue to be monitored.